Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported patient effect of mr, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the restricted posterior leaflet. The reported worsening mr was likely a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, requiring intervention. It was reported that during a mitraclip procedure, imaging was suboptimal due to the challenging anatomy. Two clips were implanted reducing mitral regurgitation (mr) from grade 4 to grade 1-2. Later that day, one of the clips was found only attached to one of the two mitral valve leaflets (single leaflet device attachment-slda) and mr grade increased to grade 3-4. A second clip procedure was performed the following day, reducing mr to grade 1-2, with implantation of an additional clip. No additional information was provided.